Event description:
Event description cpi received information from a clinical follow-up form that this implantable cardioverter defibrillator (ICD) may have experienced a data memory/save to disk problem. When saving information to a patient disk, the date and some data was missing. No further information is available. Cpi has requested follow-up clinical data for analysis. ICD functionality (therapy delivery, sensing...) Are not affected and the device remains implanted.